Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Multiple attempts were made to the customer for troubleshooting that were unsuccessful. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the vent is failing extended self-test (est) with a oxygen flow out of range (3104) code measuring 70 liters per minute (lpm). There was no patient involvement.